Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation.it was communicated that the cause of death was not available, and the device operated as expected. The account has declined to provide patient outcome information for this event, due to patient privacy laws.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 lvas IFU rev. B is currently available. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website.section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The cause of death was unknown. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The outcome was not considered device related. The device was not explanted.